Manufacturer narrative:
Results: the catheter has a break 16.5 cm from the distal tip. There is an ovalization in the catheter 9 cm from the distal tip. There is a kink in the catheter 5 cm proximal of the break site. The break surface on both the distal and proximal side shows little material deformation (see figure 2). Conclusion: the damage noted in the complaint is confirmed. The cause of the break cannot be directly determined. The catheter failed at a joint between two sections of vestamid material. The failure appears to be a brittle fracture due to a side load based on the smooth surfaced at the fracture location. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
At the start of the procedure, the neuron package was opened and the catheter pulled out of the protective sheath. As it was being pulled out, it was noted that the distal shaft was broken from the proximal portion of the catheter. The catheter was put aside, another neuron was opened and the procedure was successfully completed.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.